Manufacturer narrative:
Date of report: 03jul2019. Date received by manufacturer: 21jun2019. The manufacturer's international field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed the unit had a broken battery. The fse replaced the battery and the issue was resolved. The unit passed testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.